Manufacturer narrative:
The device involved has not been made available. The retained samples of the same lot have been tested thermally, electrically, for their adhesion and inspected visually. All samples were found to perform within limits, no faults could be detected. Photos of the injury were taken immediately after being discovered and the involved electrode have been rec'd. The area of the burn on the pt appears to be hairy. On the electrode a burnt spot is visible on the right side (gel side perspective) opposite of the cable contact area. Because of the image's resulation it cannot be determined whether hair is also present on the electrode. The hair on the burnt body are indicates that the IFU has not been followed. It states explicitly "shave the chosen skin area...". This failure of the user to follow instructions for skin preparation might have contributed to the event. As only 2 cm squared of the electrode had come off, this cannot have caused the incident (but might rather be a result of the burn). However, the presence of hair might lead to the creation of hot spots and subsequently burns. So far no conclusion about the cause of the incident can be drawn. We will continue to request the missing info (model of the generator, distance between electrode and surgical area) necessary to proceed with our investigation.

Event description:
On 05th of august 2008, we have been informed about an incident in the hospital in a foreign country. An eight hrs hip revision surgery on a male pt of normal body and skin type was performed. An electrosurgical generator (no model has been revealed) and an unsplit dispersive electrode were used. The exact generator setting has not been revealed but the output setting had been increased during the procedure. The electrode was applied at the right inguinal region. No skin preparation or shaving was performed as deemed not necessary. The orientation of the electrode relative to and at the precise location of the operating area have not been disclosed yet. After two and half hrs the generator stopped working on coagulation. When changed, the second generator alarmed and a burn was discovered under the dispersive electrode. Before removal of the electrode, it was observed that approx 2 cm squared of the electrode had come off on the corner where the burn had occurred. The injury was described as blister and charred skin of app. 4 cm squared. The injury had been treated with "dressings", no specific wound treatment has been reported.